Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with 200 units. The customer loaded a new cartridge successfully. The customer's blood glucose (bg) level was 240 mg/dl and the customer indicated that a bolus would be administered.